Event description:
It was reported that during implant attempt, the lead did not deploy large enough to secure into the vein and moved during slitting. It was also reported that the pacing values were not adequate; therefore, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and blood in/on the helix/lobe mechanism.